Event description:
A glucometer read the wrong value. First value reading reported as high and 2nd reading was 474. The pt was given 12 units of regular insulin. An hr later, the pt became very ill and the dexi was checked with the [same] glucometer with a result of 395. Blood was drawn and sent at the same time. The lab reported a value of 5. The pt was treated to increase blood sugar. The pt's blood sugar was checked by a second machine and the result was 333. Again blood was simultaneously sent [to the lab], which was reported as 217. However the pt's condition worsened and was transferred to the imc [intermediate care unit]. Both glucose machines showed a discrepancy between the lab value of the pt's blood glucose. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. The pt had rec'd their evening snack (sandwich and fruit punch) and spilled most of their fruit punch and rec'd a bath. After being cleaned up, a dexi strip was checked which revealed a blood sugar of 474. Pt was treated with 12 units of regular insulin.